Event description:
It was reported by service report that the auxiliary outlet was not functioning.

Event description:
It was reported by service report that the auxiliary outlet was not functioning.

Manufacturer narrative:
Result: power auxiliary outlet.

Manufacturer narrative:
Follow-up submitted as further investigation determined this issue was for a product upgrade only. There was no malfunction or alleged malfunction of the product and, therefore, is not reportable.